Event description:
Customer reported a communication issue with the panorama central station which may affect pt telemetry monitoring. No pt injury reported.

Manufacturer narrative:
Company rep verified the problem, replaced defective radio transceiver board and adjusted front panel antenna output voltages. Tested, calibrated and safety checked unit to factory specifications.